Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, the hv impedance was measured and was noted to be high. The lead was reprogrammed. The patient was stable.